Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up # 1 06/14/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/15/2012 with the following findings: on investigation, all buttons were functional. There was a leak test failure due to a tear in the keypad. The bolus button was removed to reveal corrosion around the bolus button contact. The keypad was removed with no defect found. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Moisture was visible in the display screen and the vibrator motor was not functional. Review of the black box history was performed and the verified alarms could not be duplicated during investigation. Call service alarms were observed in the black box but could not be duplicated on investigation. The pump was removed from its casing for further investigation and revealed corrosion on the motor flex, connector and surrounding components. There was also corrosion present on the force sensor plate, transerver board, vibrator motor and bottom inside of the case. Review of the black box history was performed and the verified alarms could not be duplicated during investigation.